Manufacturer narrative:
One truepass suture passer w/self-capture feature was returned for evaluation. Visual assessment of the device showed no damage. Device was tested with a truepass needle, ultrabraid suture and synthetic cuff material. The device were able to grasp the cuff material, the needle also picked up the suture and the suture was captured by the self-capture mechanism on five consecutive passes as intended. The reported complaint of the device not grasping properly could not be confirmed or replicated. There were no indications that would suggest that the device did not meet product specifications upon release into distribution.

Event description:
It was reported that during a shoulder procedure, when the button on the handle was pushed to release the locking, the jaw was not fully extended. There was no delay or patient injuries but, it is unknown how the procedure was finished since no backup device was available to complete it.